Manufacturer narrative:
The serial number was not provided. The lens remains implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient into their third week after an implantation of an intraocular lens, had swelling of the cornea resulting in blurry vision. Eye drops were prescribed, but recovery is very slow. No additional information was provided.